Event description:
Customer reported a low blood glucose event. Customer changed the insulin and sensor the same day. The blood glucose level suddenly dropped. The paramedics were called. The blood glucose dropped to 21 mg/dl. Customer was treated at the scene. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.